Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. X-rays revealed that the connector pin of the lead did not appear to be fully inserted past the connector block of the generator. Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that high lead impedance was detected on a systems diagnostics test during an office visit. X-rays reviewed by manufacturer revealed that the connector pin of the lead did not appear to be fully inserted past the connector block of the generator. In addition, a potential lead discontinuity could not be ruled out as part of the lead was found behind the generator. It is unknown if that patient's vns system was replaced. No serious injury was reported.